Event description:
Unacceptable thresholds and sensing difficulty were reported. Additional information received from the patient reported receiving two shocks at home and then went to the ER and received three more shocks. The lead was replaced. No further patient complications have been reported as a result of this event. Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured; full lead was returned for analysis.